Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being used approximately 8 days post insertion when fluid was seen around the insertion site. A small hole was seen in the proximal extension line. As a result, the catheter was exchanged for a new one. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 4- lumen catheter that appeared used and with the body cut off towards the distal end. Adhesive residue was observed on the proximal end of the catheter body and the extension lines were yellowed from use. Microscopic examination of the proximal extension line revealed a "v" shaped cut at 1.7 cm from the luer hub base. Bending the line revealed a hole at the cut. Additionally, the cut was just above a portion of the line that was dented/pinched from being clamped. A review of manufacturing records did not yield any relevant findings. The provided instructions caution not to use scissors to remove dressing to minimize the risk of cutting the catheter. Based on the time of discovery and the damage observed to the catheter it was determined that operational context caused or contributed to this complaint. No further action will be taken.